Manufacturer narrative:
It was reported by customer that they are having leaking on non-recalled product, even the texium tips. Nine samples were received for quality evaluation. Visual inspection of the sample did not indicate any damages or abnormalities. The samples were then connected to a sample bd smartsite and a 10 ml bd needless syringe. One of the nine samples leaked at the joint between the texium connector and the bd smartsite. The customer complaint of leakage was confirmed. A trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for material# 10012241-0500 and lot# 25045054 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02apr2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris closed male luer was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that they are having leaking on non-recalled product, even the texium tips.